Event description:
On 2/11/99, reporter/user facility was contacted and described the event as blood moving up the monitor line and wetting the "tp". The "tp" on the bloodline failed and blood passed through into the baxter 550 machine and wetted the internal"tp".on 5/11/99, the customer experienced a "failed tp". The bloodline was being used on a baxter 550 machine.